Event description:
It was reported that the patient had experienced withdrawals. Per reporter, "doctors prescribed orals to extreme doses, have filled the pump with the 'wrong meds' because of which patient had to go to the hospital for 'severe withdrawals', even had one doctor without records tell her that she doesn't have cancer and she is a drug addict." The current healthcare provider had reset her pump and balanced her meds again. Another mass was found in the patient's liver that had doubled in size in 2 weeks. It was also noted that the battery life of the pump was near the end. Drug(s)/dose delivered via the pump were not reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unk; ptm model: 8832, serial # (B)(4).